Event description:
It was reported that prior to use a "brown smear" was discovered on needle with a bd sp set. The following information was provided by the initial reporter, translated from japanese to english: brown smear was on the spike needle part.

Manufacturer narrative:
H.6. Investigation summary: when checking the actual product received, the bottle needle had a dirty like part couldn't be wiped away . In addition, 100% visual inspection was performed on this product at the time of molding the parts and immediately before the individual packaging. Since it cannot be removed by wiping, it is speculated that this event is due to a molding defect of this product (such as burning or burial of the material) and a mistake that cannot be detected by visual inspection. A device history review could not be completed as no batch number was provided. In addition to notifying the manufacturing plant of this event, we instructed thorough molding control and visual inspection at the manufacturing site.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use a "brown smear" was discovered on needle with a bd sp set. The following information was provided by the initial reporter, translated from (B)(6) to english: brown smear was on the spike needle part.